Event description:
The customer reported that while attaching the pcu to the IV holder, sparks were observed. The facility¿s electrical department checked the device and commented that this could have occurred because of a loss of insulating paint from the IV holder due to frequent use. After the application of insulation tape to the IV holder the sparking stopped. There was no patient involvement and no user harm.

Manufacturer narrative:
The customer¿s report that sparks were observed was not confirmed. Visual inspection of the device was performed; evidence of fluid ingress was identified on the power supply cable and around the mains inlet area. Internal inspection performed without any pump deficiencies or abnormalities identified. Functional testing of the pcu was performed; no failures was observed. The root cause of the customer¿s experience was not definitely identified; but fluid ingress could have been a potential root cause of the reported failure.

Event description:
The customer reported that while attaching the pcu to the IV holder, sparks were observed. The facility¿s electrical department checked the device and commented that this could have occurred because of a loss of insulating paint from the IV holder due to frequent use. After the application of insulation tape to the IV holder the sparking stopped. There was no patient involvement and no user harm.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while attaching the pcu to the IV holder, sparks were observed. The facility¿s electrical department checked the device and commented that this could have occurred because of a loss of insulating paint from the IV holder due to frequent use. After the application of insulation tape to the IV holder the sparking stopped. There was no patient involvement and no user harm.